Manufacturer narrative:
Visual inspection (pre and post decontamination) recorded various component damages including tears at the corner of the silicone seal slit, residual blood was present within the slit of the silicone seal as well as in the male luer threads. Engineering testing and analysis was performed. The returned tego connector was pressure leak tested per the applicable product specifications. The result recorded leakage originating from the damaged/tear in the corner of the silicone seal. (B)(4). Findings: engineering testing and analysis of the returned tego connector verified a leakage issue attributable to component damages. The tego connector was pre-tested prior to use, used for several days/dialysis sessions with no issues noted prior to the event. Although the exact cause(s) of the component damage are unknown the characteristics of the component damages are consistent with use of incompatible device/incorrect techniques/unintended force.

Event description:
Int'l. ((B)(6)) complaint received reporting leakage issues with use of dialysis set-up consisting of medcomp catheter mccc140ka; hemodia tavak bloodline 200 and d1000 tego connectors. The distributor reports ".. Blood leak at the top slit of the cap after removing the catheter (taurolock urokinase) lock solution." The tego connectors were in use six (6) days with no issues reported during actual dialysis sessions. There were no reported pt. Injuries, adverse outcomes. Additional pt./event information although requested was unavailable. Device return: one used d1000 tego connector was received by the MFR.

Manufacturer narrative:
Visual inspection (pre and post decontamination) recorded various component damages including tears at the corner of the silicone seal slit, residual blood was present within the slit of the silicone seal as well as in the male luer threads. Engineering testing and analysis was performed. The returned tego connector was pressure leak tested per the applicable product specifications. The result recorded leakage originating from the damaged/tear in the corner of the silicone seal. Lot build record review: a review of the mfg. Lot build database for the reported lot# 2973988 (mfg. Date 12/2014) showed (B)(4) units were mfg. Tested, inspected and released. There were no exception documents generated during the lot build. Findings: engineering testing and analysis of the returned tego connector verified a leakage issue attributable to component damages. The tego connector was pre-tested prior to use, used for several days/dialysis sessions with no issues noted prior to the event. Although the exact cause(s) of the component damage are unknown the characteristics of the component damages are consistent with use of incompatible device/incorrect techniques/unintended force. This follow up report is being submitted to address any unspecified esg gateway issues, (B)(4).

Event description:
Int'l. ((B)(6)) complaint received reporting leakage issues with use of dialysis set-up consisting of medcomp catheter mccc140ka ; hemodia tavak bloodline 200 and d1000 tego connectors. The distributor reports ".. Blood leak at the top slit of the cap after removing the catheter (taurolock urokinase) lock solution." The tego connectors were in use six (6) days with no issues reported during actual dialysis sessions. There were no reported pt. Injuries, adverse outcomes. Additional pt./event information although requested was unavailable. Device return: one used d1000 tego connector was received by the mfger. This is the mfgers. Follow up report to provide unspecified corrections in attempt to resolve esg gateway issues.